Event description:
The customer stated they have an ongoing issue with questionable benzodiazepine results for one or two urine samples per day. Data was only provided for one patient sample where the result was positive but then confirmed negative by gc-ms. The initial result was >2000 ng/ml with a data flag. On (B)(6) 2013, the result by gc-ms was negative. The initial result was reported outside the lab. There were no adverse events reported. The benzodiazepine reagent lot number was 680717 with an expiration date of 08/31/2014.

Manufacturer narrative:
The investigation could not determine a specific root cause as the sample was not available for further testing. The sample showed a high titer of cotinine. Cotinine is an indicator for smoker especially a high cotinine and thiocyanate concentration in the sample. Smokers are building so-called ss-carbolines, like harmane and norharmane, which are structural very similar to benzodiazepines and can bind to the benzodiazepine receptors as endogenous inhibitors. Due to the structural similarity these substances could also bind to the anti- benzodiazepine antibody in the assay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.